Event description:
Caller reported a minimum fill notification while trying to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through filling and loading a new cartridge onto the pump using the proper load technique, which resolved the issue, allowing the caller to resume insulin delivery successfully.